Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged from original position after the pocket was closed. The physician revised the lead the same day. No patient complications have been reported as a result of this event.